Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 275 mg/dl. Customer did not address bg level due to not having alternate insulin therapy available. Multiple attempts were made to follow up with the customer to confirm if alternate insulin therapy was obtained; however no response from the customer was received.